Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device.

Event description:
Information received from a consumer regarding a trial patient with an external neurostimulator (ens) reported the patient pain in her buttocks. The patient stated the healthcare professional (hcp) had trouble inserting the leads. The patient noted the incision area was sore. The patient noted they had diarrhea on (B)(6) and the morning of (B)(6). It was noted the patient stated they had been dealing with symptoms of diarrhea prior to the evaluation and was hoping to get relief. Additional information from the consumer regarding a trial patient reported the patient felt sick on the morning of (B)(6) and vomited. The patient attempted to eat something on (B)(6) and made her sick. There were no further complications that have been reported as a result of this event.